Event description:
Customer reported the panorama central station's wireless transceiver (tim) had lost communication, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the system. Corrections included replacement of the tim's power supply. Error logs were cleared in the central station and its server. System was rebooted and tested to factory's specifications.